Manufacturer narrative:
Concomitant product: product ID 8709, serial # (b)(46), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that the patient missed a pump refill as he misunderstood the appointment. The pump ran out of medication the week prior to the report and the empty pump alarm was confirmed through telemetry. The pump had to be refilled as emergency with a different medication and ¿everything went ok.¿ there were no patient symptoms. The patient recovered without permanent impairment. The device system delivered morphine (30 mg/ml at 12 mg/day).